Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ radicular pain syndrome(radiculopathies). It was reported that there was a persistent thermometer icon. The manufacturer's representative (rep) was not with the patient at the time of call. Rep reported patient's pattern of charging has not changed since 2015. Rep reported patient charged sitting on a chair and leans against the chair with no pillows around the chair. Rep reported patient used to be able to charge up to 75% full and now the recharger shuts off and only able to charge to half full. Patient was not under blanks or pillows or near ambient heat source. Could not troubleshoot due to lack of access to product. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The rep mentioned meeting the patient again to check the patient's implant but the patient forgot the implantable neurostimulator recharger (insr). The rep's interrogate of the ins showed the patient recharge on average 0.61 hour. It was noted that the patient was getting thermometer too hot message after recharging a while, even though she was not trapping the heat by leaning against something or having blanket over the implant while recharging. A new insr antenna was sent to the patient to see if the issue will be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-feb-05. The cause of the inability to charge to full was not determined. The replacement of the recharger antenna resolved the issue. This information was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that rep has not met with the patient yet, they needed to meet with the patient. The weight was unknown. Provided information was confirmed with the hcp.